Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation and "felt a little bit different, a little less volume." This record is for the right side. The device has been explanted it is unknown if it was replaced.

Event description:
Healthcare professional reported "deflation and "felt a little bit different, a little less volume." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation and visibility/palpability received on jul 22, 2025. With catalog number 2547301. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: deflation: observed an opening assessed as cracked valve seat diaphragm valve. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.